Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's wife that on (B)(6) 2021 the patient had a pod that looked like it was secure but when they looked close where the cannula was inserted it did not look like the cannula was in and it looked like no insulin was coming out. There was no mark on the patient's skin as well. The patient had blood glucose levels of over 600 mg/dl. The patient had chest pain. The patient was picked up by ambulance and brought to the emergency room. The patient was treated with intravenous therapy with an insulin drip. The patient was released the following day.